Event description:
It was reported that approximately during a total hip procedure while implanting the liner, some tissue got caught between the liner and shell. The surgeon was concerned the liner did not fit properly and that the locking mechanism may have been compromised. A different implant was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A2: patient age: in their 60s. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was noted the rep believed soft tissue might have gotten into the cup while inserting the liner, but it could not confirmed and the liner was not returned for additional review. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.